Event description:
Crm-sal-2023-001 reportedly, the patient was implanted on (B)(6) 2023 the last known follow up was performed on (B)(6) 2022. The battery impedance was 470 ohms and the inflection point was not observed. The patient past away on (B)(6) 2022 due to cardiac failure. Based on the available information, no link with the issue stated in the fsn is confirmed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.